Event description:
It has been claimed by the customer that the patient had a seizure and fell out of the bed (over the safety sides). In accordance to information provided by the facility, the resident was checked at 6.50 am he was found on the floor having a seizure. Bed side rails were up, mattress was still on bed, but resident had pulled the bed sheets off when falling.

Manufacturer narrative:
(B)(4). Additional information will be provided following the visit at the facility by sales and service technician and conclusion of the investigation. (B)(4).